Event description:
It was reported that the patient's right ventricular lead exhibited low, and out-of-range defibrillation impedance. The patient's implantable cardioverter defibrillator exhibited episodes of inappropriate anti-tachycardia pacing (atp) for a supraventricular tachycardia with rapid ventricular response. The atp scheme with a ramp resulted in non-sustained ventricular tachycardia which then reverted to rapid ventricular response. The patient had multiple aborted shocks. The patient experienced a syncopal episode. The patient was given multiple external shocks. Last device therapy was given on (B)(6) 2018. The patient also received an unspecified alert on (B)(6) 2018. The patient passed on (B)(6) 2018. The patient's device could not be interrogated and the device was in backup operation with therapy disabled. A possible high voltage circuit failure was suspected.

Manufacturer narrative:
Correction: (B)(4) should have been included in the initial MDR.

Manufacturer narrative:
The device was returned for analysis. Upon receipt, device was found in backup vvi due to a por rest. Since the device image was corrupted; the cause of the reset was undetermined. Final analysis found that the output circuitry of the device was damaged. An arch on the can was noted and it is believed that the arch from the can to the lead damaged the output transistors. All low voltage device functions were normal.